Event description:
It was reported that the patient underwent a spinal procedure at l5-s to treat ldh. It was reported that "erosion" seems to have occured between l5 and s. The patient is asymptomatic. No revision surgery is under c onsideration at this time; no bone fusion occurred. No additional information is available at this time.

Manufacturer narrative:
A copy of applicable imaging films were returned to the manufacturer for evaluation. A single lateral CT reconstruction of the lumbar spine seen after l5/s1 interbody fusion with implant and pedicle screws. Some bone absorption is apparent in the inferior end plate above the spacer. Sclerosis and irregularity of the superior end plate of s1, below the spacer is also suspected. The root cause of the event was unable to determined with the available information.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h11k2556 and # h12a2452. (B)(6). (B)(4). Manufacture date for lot h11k2556 is 24 oct 2011; manufacture date for lot h12a2452 is 2 feb 2012. A CT film has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.